Event description:
The conexa device tore intra-operatively during an open rotator cuff repair. The torn graft was removed and a new graft was used in its place. There was no injury to the patient reported with this event, but lifecell is reporting due to the potential for serious injury due to a prolonged anesthesia time if another device was not available.

Manufacturer narrative:
Method of evaluation: (to be specified): review of the device history records for lot t00090. Query of the lifecell complaint system for any similar complaints reported to lifecell against the devices distributed from lot t00090. Results of evaluation: review of the device history record for conexa lot t00090 revealed no deviations that would have an impact on processing steps associated with the nature of this complaint. Lot t00090 was terminally sterilized on 04/05/2011. Results of bacterial endotoxin testing for the lot were acceptable. To date, 1 other dissimilar complaint (infection) was reported to lifecell against lot t00090. (B)(4). Conclusion: the device was not returned for evaluation. However, based on the information as provided, a review of lot processing information with no deviations during processing that is related to this event, and a query of the complaint system with no other similar complaints reported against the lot, the device met qc release criteria for product release. Therefore, a relationship cannot be determined since no root cause could be established. Device evaluated by MFR: device not returned for evaluation.